Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during pt therapy in the emergency department (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false upstream occlusion alarms which were not reproduced. Upstream occlusion alarms were confirmed during a review of the event history log. It was determined that the root cause for the alarms was a wide inscribed pin dimension; which has been proven to be a cause of false upstream occlusion alarms. During the eval, the upstream sensor had low fluid numbers. The failed upstream sensor was replaced.